Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. The pdrn could not confirm if the patient was able to complete treatment or if the cassette was available to be returned for physical analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Additional information: b5 the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. Upon further follow up, the pdrn spoke with the patient at the clinic and stated the patient was able to complete treatment the day of the event.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the cassette after ending their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 2 of 5 of treatment and the treatment was cancelled. Fluid was discovered in the pump module area and on the external of the cassette. Fluid leaked from a hole in the right side of the back of the cassette. The patient was advised to let the cycler dry until the next treatment. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient also has not reported any issues with using the cycler and pd treatment. Upon further follow up, the pdrn spoke with the patient at the clinic and stated the patient was able to complete treatment the day of the event.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.